Manufacturer narrative:
Product complaint (B)(4). Batch # r59758. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information provided: information from surgeon - patient has anastomotic stenosis after the surgery, follow up visit and treatment for the patient is next week. The surgeon also explained that it may not be device related because it¿s a very common complication in young patients. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the stenosis diagnosed? How tight is the stenosis? How was the stenosis treated? How is stenosis interfering in the patient¿s life style? Were there any preoperative comorbidities that contributed to the stenosis? Does the surgeon believe an alleged deficiency of the device caused or contributed to the patient¿s stenosis? If so, please explain. What is the current status of the patient?

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: how was the stenosis diagnosed? How tight is the stenosis? How was the stenosis treated? How is stenosis interfering in the patient¿s life style? Were there any preoperative comorbidities that contributed to the stenosis? Does the surgeon believe an alleged deficiency of the device caused or contributed to the patient¿s stenosis? If so, please explain. What is the current status of the patient? Response: stenosis was diagnosed with a finger, it was more tight than diameter of a surgeons finger (not more than 1.5cm). Surgeon had to split it with a scalpel. Surgeon can¿t say 100% that the all the postoperative complications are device related but it can be. Also the patient is very young (19 y/o), that might be impacting stenosis as well. Patient is still suffering form postoperative stenosis, there is mucus and blood coming out, surgeons next step for treatment/examination will be rectoscopy because there must be hypergranulation after the staples (bloody polyps). If so, the next step will be general anesthesia and electrocoagulation of the polyps.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device was hard to fire. The anastamosis was good. The complaint was about hard firing of device. Patient consequence was not reported.